Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that the will monitor their blood glucose and will call back to perform a high pressure test if necessary.